Manufacturer narrative:
Exact date of event is unknown; event occurred sometime in 2022. This report is for an unknown insertion handle/unknown lot. Part and lot number are unknown; UDI number is unknown. Initial reporter is a synthes sales representative the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the radiolucent aiming arm would not unlatch from the radiolucent insertion handle. There was no patient involvement. This report is for an insertion handle. This is report 2 of 2 for (B)(4).